Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device worked fine in the beginning but then the jaws did not open smoothly while working on greater omentum. A new device was used to continue. There was no patient harm. The device was checked post procedure, and the handle worked fine, but the knife trigger did not return smoothly.

Manufacturer narrative:
One lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would deploy without difficulty. The knife was also inspected under a microscope and no damage was present. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.